Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2011. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-up of 10 minutes in duration occurring up to (B)(6) 2011 when the device logs a critically low battery. During initial testing the returned pad-pak from lot a1258 was inserted into the device and a self-test passed. The device would not remain switched off until the pad-pak was removed. The device was disassembled for investigation and it revealed the fault with the c9 capacitor which was causing the reported problem of the device switching on automatically. The c9 capacitor was replaced and the unit was then left with a test pad-pak fitted for 13 days. The unit carried out self tests every 20 minutes with no 10 minute events. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device passed a self-test then failed the next self-test. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.